Event description:
Additional information received that axis was wobbling after inserting the blade/bur, causing the bur to wobble and it was wobbly even when used with another bur. There was no issues with bur.

Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: during the initial inspection the requested content could not be duplicated, there was a loud abnormal noise, the motor was not good, the rotation/rotate was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the axis was wobbly and the bur cannot be held firmly in place. There was no patient impact.

Manufacturer narrative:
H3: product analysis has been updated to during the initial inspection the requested content could not be duplicated, there was a loud abnormal noise, the motor was not good, the rotation/rotate was broken. Upon internal inspection, it was observed that the bearings and other parts had deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.